Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Malformed clip the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. In addition, two unformed clips and one malformed clip inside a sample bag were received. It could not be determined what may have caused the received malformed clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thyroid procedure, the device was fired on a vessel; no clips deployed and the jaws tore the vessel. The torn vessel was repaired using a bovie, focus, and suture. Suture was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.